Event description:
It was reported that patient experienced a warm sensation that turns into a burning sensation that becomes painful around the implantable neurostimulator pocket during recharging. The symptoms appeared following a fall. The patient was unable to recharge due to pain and therefore, impedances were unable to be read. The patient underwent a surgical revision to alleviate the symptoms. During the revision, the device was moved to contra lateral side. Following the revision, the patient still experienced pain and was only able to attain two coupling bars. Additionally, it was reported that the patient's leads migrated and that the physician may implant a new implantable neurostimulator at that time.